Event description:
Lap chole - "I was not in the case. But, from what the doctor told me, when he was using the clip applier, he heard a loud pop and the black insert in the shaft of the clip applier fell out into the pt. He said he was able to retrieve the components."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.